Manufacturer narrative:
Investigation: per the med watch report, multiple operators reported trima kit failures during collection of apheresis platelets. Dry blood spatter was visible in the centrifuge at the end of collection. The leak detection alarm did not activate. The lot was quarantined. Investigation is in-process. A follow-up report will be provided. - (B)(4).

Event description:
The customer reported a pinhole leak in the channel, which did not set off the centrifuge leak detector. No medical intervention was necessary for this event. The donor has shown no symptoms to date. No blood exposure was noted to either staff or donors. Patient (donor) information is not available at this time. The disposable set is not available for investigation because it was discarded by the customer. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Six incident dates were obtained from the customer for this report. (B)(6) 2014: set was returned for investigation. (B)(6) 2014: set was returned for investigation. (B)(6) 2014: set was returned for investigation. (B)(6) 2014: set was returned for investigation. (B)(6) 2014: set was returned for investigation. (B)(6) 2014: set was not returned for investigation. Root cause: the medwatch report references six existing and completed investigations. Five of the reports¿ investigations determined that the manufacturing defect of the control y was the cause of the leaks in the centrifuge. The sixth report did not have the kit returned and therefore, the root cause could not be definitively determined. In the case of the manufacturing defect of the control y, the in complete knit line was formed when the injection process did not allow for adequate resin transfer into the mold. Corrective action: corrective action has been implemented at the customer's site for the manufacturing defect of the control y.

Event description:
The customer did not indicate any patients put at risk at the time of the event, and internal risk analysis indicates low risk to donors for this failure, therefore, no patient information is reasonably known for this event.